Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product use was incongruent with the IFU due to: the absence of an abdominal aneurysm; and, the greater than 60 degree dual-angled aortic neck. Cautionary product use conditions that might have contributed to this event included a pre-existing right fem-pop bypass graft. The patient's medical history of persistent tobacco use, peripheral vascular disease and chronic occlusion of the left superficial femoral artery might have contributed to this event. Six months post implant, there was evidence to support an acute occlusion of the right femoral-popliteal bypass graft (occlusion). The patient underwent an embolectomy and venovenous anastomosis; there might have been evidence of posterior tibial vessel perforation at that time. This study was not available for review. In between six and 43 months post implant, there was documentation to support a complication of a right above the knee amputation. Due to lack of information, it was not clear what precipitated the event or when this event occurred. Forty-three months post implant, there was medical documentation to support a subsequent procedure of a procedure of the right snorkel of the internal and external iliac arteries, and a coiling of a right internal iliac branch for a diagnosis of a right internal iliac artery aneurysm (complication). This study was not available for review. The patient was discharged home on the second post-operative day on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause is likely due to patient's anatomy, which was incongruent with IFU per clinical assessment of records. The patient's existing conditions are also a possible factor.

Event description:
On (B)(6) 2011, the initial implant involved bifurcated stent graft, limb extensions, and a powerfit aortic extension. On (B)(6) 2014, a CT of the patient discovered they had an enlargement of the distal common iliac limb of the main body, as well as an increased size of the right internal iliac artery. The surgeon and patient elected to delay the repair until sufficient collateral vessels had time to form. On (B)(6) 2015 the patient underwent "snorkeling" of the tight internal iliac artery, and is doing well.